Event description:
It was reported that the patient had complaints of their heart racing during rate drop response. Programming changes were made and the rate drop response detail was programmed on. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.